Event description:
This lead shows noise on the rv channel with non-physiologic deflections on the far-field channel in recordings transmitted to home monitoring and remains implanted. Patient now has a barostim heart failure device in addition to their biotronik device. It is believed that the noise seen on recordings may be emi/signals from barostim device. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.